Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had turned off during a rhizotomy procedure. It was confirmed that the rhizotomy procedure was not due to the device or therapy but rather for the patient's complex regional pain syndrome (crps) in their right hand. After the procedure, the ins turned back on. No symptoms were reported. The rep was requesting compatibility guidelines for a cervical rhizotomy procedure. It was reviewed that the ins should be turned off during any electrosurgery. No further complications were reported or anticipated.